Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous electrolytes results. Customer reported the erroneous results were reported out of the laboratory. Customer reported the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced both sodium electrodes as well as the potassium, calcium and chloride electrode tips. The fse bleached the flowcell and replaced the modular chemistries syringe barrel and sample probe. The fse replaced the carbon bridge. The fse verified performance of the system.